Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were noise episodes noted on the right ventricular (rv) lead. Lead provocative testing reproduced the noise episodes. The device was reprogrammed and the patient was stable and will continue to be monitored.